Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 95mm abdominal aortic aneurysm. It was reported that during the index procedure, the devices were deployed successfully. The stent grafts were ballooned proximally and distally using a reliant balloon. A final angiogram performed showed an endoleak coming through the stent graft into the aneurysmal sac. It was said to be located at the right side of the stent graft into the distal part of the contralateral limb. Intervention was performed and a iliac extension etew2424c82ee was implanted at the area of the endoleak. An angiogram performed showed the endoleak had decreased. As per the physician the cause of the event was a suspected stent graft fracture. No additional clinical sequelae were provided and the patient will be monitored.